Event description:
(B)(4). Same patient as MDR ID #: 2134265-2012-04501, 2134265-2012-04503, 2134265-2012-04507. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi), stent thrombosis (st) and required target vessel revascularization. In (B)(6) 2011, the patient presented due to unstable angina and was referred for cardiac catheterization. The 1st target lesion was located in the proximal right coronary artery (prox rca) with 90% stenosis and was 20mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with pre-dilation and placement of a 3.5x28mm ion us coa stent, with 0 % residual stenosis following post-dilation. The 2nd target lesion was located in the 2nd diagonal branch (dx2) with 90% stenosis and was 5mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with direct placement of a 2.5x8mm ion us coa stent, with 0 % residual stenosis. The 3rd target lesion was located in the mid left anterior descending artery (mid lad) with 100% stenosis and was 40mm long with a reference vessel diameter of 2.25mm. The physician treated the lesion with pre-dilation and placement of two overlapping 2.25x32mm and 2.25x12mm ion us coa stents, with 0 % residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented due to recurrent ongoing chest pain and the patient experienced ischemic symptoms. ECG confirmed non-st elevation mi and ECG changes were indicative of ischemia. Cardiac catheterization revealed a stent thrombosis in the mid lad. The 100% thrombosis of the previously placed ion stent in the mid lad was treated with aspiration thrombectomy along with new stent placement and kissing balloon technique was performed, following which residual stenosis was 0%. The 100% stenosis in 1st diagonal branch was treated using kissing balloon technique, following which residual stenosis was 0%. The patient was taking aspirin and effient at the time of the event. The event was considered resolved without residual effects. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).